Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had observations of noise that was oversensed causing pacing inhibition. It was also reported that there were major changes in impedances. The lead was surgically capped, and the device was explanted and replaced. No additional adverse patient effects were reported.